Manufacturer narrative:
Pump was returned on 1/26/2024. Complaint was reopened on (B)(6) 2024. The event log was reviewed, and confirms that the pump experienced an abrupt power off. This can be seen by a line with code "log_event_on" without the line "log_event_off" before it, meaning that the pump powered off on its own and had to be turned back on. An instance of this abrupt power off can be seen below: "event 67: log_event_timpstamp time: 23/12/13 23:50:18 eventbytes: 02 23 12 13 23 50 18 d5 event 68: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 69: log_event_message time: 165:31:33 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 31 33 ff ff 00 80 eb event 70: log_event_off time: 165:31:33 rmp: 58656 reason: log_off_cause_shut eventbytes: 01 31 33 00 e5 20 2e 98 event 71: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 72: log_event_message time: 165:13:32 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 13 32 ff ff 00 80 cc event 73: log_event_off time: 165:13:32 rmp: 58656 reason: log_off_cause_shut eventbytes: 01 13 32 00 e5 20 2e 79 event 74: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 75: log_event_save_rx time: 165:04:23 eventbytes: 06 04 23 00 d5 ff 2b 2c event 76: log_event_data time: 165:04:23 type: current_prescription_data data_log_start eventbytes: 0b 04 23 03 40 00 00 75 ". Refer to lines 68 and 104 in the attached event log, see attachment "717299". Reported issue confirmed, device not performing to specification. The pump will undergo further investigation under CAPA # it2023-15 for power/battery.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there was one of this complaint which prompted the filing of this MDR. Device was returned and evaluated and the broken hinge (physical damage) was confirmed.

Event description:
On 09/21/22, infutronix received a report that the pump had a broken hinge on the bak of the pump. The pump was returned for evaluation.